Event description:
During a coronary drug eluting stenting treatment procedure the shaft kinked and broke. During placement of a 2.75x24mm tacus express2 drug eluting stent the shaft kinked and broked at the proximal end. The shaft was outside the body when it broke. The pt was reproted to be "okay" and another taxus express2 stent of the same size was used successfully for the procedure.